Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion breaching the re lumen distal to suture impressions was noted. The etfe coating on the cables was not abraded. The external abrasion noted on the lead is consistent with the abrasion caused by friction to another implanted device or anatomical structure. Lead was evaluated and normal electrical parameters including pacing and high lead impedances were measured. The other damage noted on lead is consistent with that occurring at the time of explant. (B)(6). (B)(4).